Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of the device under infusing was reproduced. During flow accuracy testing the device under delivered with greater than 5% flow accuracy which is not within acceptable range. A review of the event history log did not identify any abnormalities that could cause or contribute to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. It was determined that the mechanism springs require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused by an average of 18.9 and would not pass accuracy testing. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.